Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: investigation completed. The device was returned for evaluation, however, the balloon protector cap was not returned for analysis. A visual examination observed that the distal shaft was kinked at 174 mm proximal to the tip. In addition the distal shaft was stretched for a distance of 8.5 mm distal to the guidewire exit port. The midshaft was severely stretched for a distance of 235 mm proximal to the guidewire exit port. It was also noted that the midshaft had burst at 160 mm distal to the midshaft to hypotube bond. The hypotube was kinked at 12 mm proximal to the midshaft to hypotube bond. There was no damage noted to the tip or blades. The balloon was also not folded indicating that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen indicating a device leak. The balloon was not inflated due to the midshaft burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft separation occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left common femoral artery. Vascular access was obtained via upper arm using a 6f 90cm non bsc introducer sheath . A 4.00mm/1.5cm/140cm small peripheral cutting balloon monorail was selected for treatment. During prep, the physician encounter difficulty removing the balloon protector and the shaft of the catheter became stretched. The physician elected to use the device and advanced it over a 300cm non bsc guidewire. Difficulty manipulating the device was encountered. The physician tried removing the balloon catheter; however, the shaft got separated in two. The device was removed with the non bsc guidewire as a unit. No fragments remained inside the patient. The procedure was completed with a different device. No patient complication were reported and the patient's status was good.

Event description:
It was reported that a shaft separation occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left common femoral artery. Vascular access was obtained via upper arm using a 6f 90cm non bsc introducer sheath . A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ monorail was selected for treatment. During prep, the physician encounter difficulty removing the balloon protector and the shaft of the catheter became stretched. The physician elected to use the device and advanced it over a 300cm non bsc guidewire. Difficulty manipulating the device was encountered. The physician tried removing the balloon catheter; however, the shaft got separated in two. The device was removed with the non bsc guidewire as a unit. No fragments remained inside the patient. The procedure was completed with a different device. No patient complication were reported and the patient's status was good.